Event description:
Note: in a letter received on 2/16/99, the dr states that the graft remains in the pt and is functional, the pt has recovered completely from the episode of methemoglobinemia, which is believed to have been caused by the topical anesthetic used to lubricate a nasogastric tube and possibly an endotracheal tube as well. The pt still has significant vascular disease, the thrombosis was in a native artery and did not involve the graft, the respiratory problem was caused by aspiration pneumonia from which the pt has completely recovered, the specific cause of the wound dehiscence is unk.